Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had a reservoir that was not holding insulin and was shooting out of the vial. Customer stated that the reservoir would start to fill out and it would spit out insulin. Customer filled it up twice yesterday and tried to empty it out. Customer stated that a little piece inside keeps going forward. Reservoir will be replaced. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.